Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom cuff deflated when placed in patient with 9 ml filled and when the parent administered nebulizer, they heard leaking sound, so tube change out was required with no further adverse patient events.